Manufacturer narrative:
During the study 690 patients received zilver ptx stents to treat fp lesions. Of the 690 patients, 150 experienced male. Male was defined as major amputation or any re-intervention including both surgical or endovascular re-intervention. The requirement of any re-intervention or major amputation (surgical limb excision above the ankle) within one year automatically included restenosis. The rpn and lot numbers of the stents involved in this study are unknown. From information provided in table 1 in the article, it is known that the study population had the following baseline characteristics; hypertension, hyperlipidemia, diabetes mellitus, cardiovascular disease and a history of tobacco use. In addition, lesion characteristics included chronic total occlusion, restenosis, in-stent restenosis and calcification. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It is very unlikely that the reported occurrence could have occurred due to zilver ptx malfunction. However, due to limited information and as the conditions of use cannot be replicated, a definitive root cause cannot be determined. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of zilver ptx devices. As the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. According to information provided, 150 patients underwent major amputation or any re-intervention including both surgical or endovascular re-intervention, to treat restenosis. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The source of this information is a medical journal; lida et al. '1 year results of the zephyr registry (zilver ptx for femoral artery & proximal artery)'. Cardiovascular interventions;8(8); 2015. As the source of this event is a medical journal multiple patients have been included in one report. Of the 690 patients 150 lesions experienced male. (Pg 1108). Male was defined as major amputation or any re-intervention including both surgical or endovascular reintervention.